Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The data was extracted which revealed that the wand was activated previously and experienced a "multiple button pressed notification" error. Device was tested, and generated plasma as intended. The error was not present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: 1) the wand´s connector or cable got damaged. 2) saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an arthroscopy, the werewolf flow 90 coblation wand kept ablating after they let go of the hand switch. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.